Event description:
Event: conversion to open surgical aneurysm repair. Case detail: it was reported that as the device was inserted, the superior capsule (just below the jacket guard) became stuck while advancing through the patient's tortuous anatomy. As the device continued to be advanced into the patient's vessel, the jacket buckled, causing the superior capsule and jacket to accordion and expose the hooks. Subsequently the external iliac was dissected while attempting to remove the device. The physician converted the patient to open surgical repair of the anuerysm.